Event description:
A pt reported they were seen in hospital due to their meter allegedly would only prompt the "clean test area" message. The pt was unable to obtain a result on their meter. The result on the hospital meter was 132 mg/dl. The time difference between pt's meter and hospital meter is unk. No treatment was reported. No further info has been reported.